Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the tps handpiece cord was causing run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing at the manufacturer facility, the tps handpiece cord was causing the sample handpiece to run in forward and reverse without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.